Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Battery cover: no battery cover was received for investigation. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Event description:
On (B)(6) 2013 patient reported there is no display on the infusion device. Patient has the battery inserted properly. Patient stated he was using an alkaline battery when the issue first occurred this morning and then he inserted a new alkaline battery and the issue persisted. Patient reported no error appeared that would explain the blank screen. Patient stated there were no audio signals when the display was blank. Submitted a request for assistance. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, battery, and battery cover for evaluation.